Event description:
It was reported that this patient with this right ventricular (rv) lead experienced a seizure and a syncopal episode and was hospitalized. Upon review, rv noise was observed. It was unknown whether this patient's seizure had been neurologically related or if from the rv lead noise. It was thought that the noise could have inhibited the pacing which could have caused this patient to pass out. Ultimately, this rv lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).